Event description:
No additional information provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report. Expiration date, UDI. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluation checked "yes". Device manufacturer date. Entered evaluation codes. Added manufacturer narrative. The implant was returned and the reported event was confirmed. Per visual inspection, the implant was identified as fractured. Based on the evaluation, device malfunction had occurred. DHR review for the lot had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. Therefore, the product was within specifications and conforming when it left zimmer biomet. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that an implant fractured and was removed.